Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. Per the instructions for use, arten600341730, ver b, precautions to ¿avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level, blood or saline may leak from the introducer hemostasis valve during insertion. Leaking of blood or saline from the valve is a sign that the introducer¿. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, air aspirated from the sheath. The issue occurred when exchanging the advisor hd grid x, after mapping, for the volt catheter and aspiration was attempted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The IFU recommends that the proximal end of the introducer handle be raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline, which was not followed.